Manufacturer narrative:
Date of event: unknown. There were multiple common device names and medical device types reported to be involved. The information for each common device name and medical device type is listed below: common device name: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 134873 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection sets had been mis-packaged. No serious injury or medical intervention reported.